Event description:
The patient reported frayed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The reported event of "frayed wires on the pes" was confirmed. Visual inspection revealed the power extension cable was frayed with exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.